Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was loose and was displaced by tapping on it. He noted a well-fixed femoral component, it was not revised. The surgeon noted the patella was debrided of scar tissue and was well-fixed and not revised. The patient was implanted with attune tibial component, insert, and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2019; (lt knee).